Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Note: this is a split case with zimmer inc. , for the liner ((B)(4)).

Event description:
It is reported, that a patient was implanted with a biolox option, head, m,32/0, taper 12/14 on (B)(6) 2015 and was revised on (B)(6) 2016 due to dislocation.

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. According to the received per it is reported that the patient underwent a revision surgery of the head and liner on left hip due to dislocation after 1 year 4 months in vivo time. Patient is a chronic dislocator. Primary thr was done on (B)(6) 2014. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported, that a patient was implanted with a biolox option, head, m, 36/0, taper 12/14 on (B)(6) 2015 and was revised on (B)(6) 2016 due to dislocation.